Event description:
A report was received that the pt underwent pocket revision surgery due to pocket site discomfort. The pt's pocket site was moved to a more comfortable location. After the procedure, the pt was reportedly doing well.

Manufacturer narrative:
This is the final report.